Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
06/03/2019 10:54:52 crisleivy pena (crpena) npi (no patient involvement) not confirmed unit received unexpectedly no tracking number found please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer shipping label matches sap ownership unaffected by current recalls 06/12/2019 13:05:08 crisleivy pena (crpena) npi confirmed by john randolph \\ 815-971-6153 \\ jorandolph@mhemail.org. Repairs approved for $365 under po# 700588. 06/21/2019 06:34:28 lauryne wasan (lwasan) serial# (B)(4) is the new serial number for RMA# 301486809 serial number re-assignment required to reconcile a mismatch between the internally programmed serial number and the externally applied serial number labeling. The following serial numbers or partial serial numbers were found 14099538 (external) & 14777265 (internal). These serial numbers have been flagged as inactive to be re-serialized should they return to bd for service. John randolph at jorandolph@mhemail.org has been notidied that the mismatched serial numbers will be deactivated and that a new serial number (2001286) has been assigned to their hospital. 21june2019lw 06/21/2019 12:56:15 jorge sanchez (jorgsanc) replaced l2 on motor control board 06/21/2019 12:58:57 diane h nguyen (dhnguyen) verified solder l2 on motor control board. 06/25/2019 10:14:23 annette a mendez (amendez) 1001901753770006110300102839894621 06/25/2019 12:20:13 jorge sanchez (jorgsanc) unit was received with software v9.33